Event description:
Customer reports meter result of 701mg/dl while using the compact plus system. Meter result of 701mg/dl is outside the numeric reading range of the device. Values>600mg/dl should display as "hi." No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.